Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose (BG) level was above 600 mg/dL. Customer administered a manual insulin injection to address elevated BG. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.